Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and the insulin pump had a compromised force sensor system alarmed. The customer¿s blood glucose level was 512 mg/dl. The customer¿s current blood glucose level was 300 mg/dl. Customer was declined for troubleshoot. The insulin pump will be returned for analysis.